Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right atrial (ra) lead and the left ventricular (lv) lead. It was reported that the patient had recently taken a "mild" fall. Subsequent the leads extracted and the crt-d was explanted. The cause of the high impedance issue was undetermined at the time of explant. New leads and crt-d were successfully placed. No adverse patient effects were reported.

Event description:
Subsequent information indicates that it was suspected that this product was fractured.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.